Manufacturer narrative:
The results of the eval performed indicate that it is difficult to determine the exact cause of the reported infection and septic loosening after approximately 1.9 years. The reported devices have not been returned and clinical info was not made available from the research facility to confirm the reported event. The device mfg records for the reported tibial insert, tibial tray and femoral stem could not be performed as no item number or confirmed lot codes were provided. The product experience reporting database (2004-2010) shows that there have been other reported events regarding infection for the scorpio family, but no device related root cause trends are noted. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "the arthroplasty was revised due to infection with septic loosening of the tibial components. The femoral and tibial components were revised, but only the tibial insert was received by our institution." Reported devices were implanted in 2006 and explanted in 2008.